Event description:
The facility reports the cna was taking the patient from the bed to a chair, when the roll pin appeared to have broken, causing the patient to fall and land on the cna. The cna complained of back pain and went to the emergency room.